Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient device shut off on its own twice (once on (B)(6) 2019 and again on (B)(6) 2020). It was stated that it is concerning to the caller because when therapy is off patient is just totally disabled. Patient is not even able to move or anything. It was indicated that caller knew something was off so we checked with the patient programmer and the therapy was off. Patient was redirected to follow up with the health care provider (hcp) to check implant integrity.

Event description:
Additional information was received from the patient. The cause of the ins turning off on its own was not determined. It surprised everyone including the neurologist on eb (B)(4), during the checkup visit. The patient placed the programmer on the ins and pressed the button to turn it/therapy on. The issue has not been resolved at the time of the report. Patient noted that they do not feel very secure with this device as it turned itself off without any warning or valid reason. The battery was ok, and the patient was wondering if any or the part needed to be changed. Patient would like to know why it happened and is wondering if anything could be done to prevent it in future.